Event description:
It was reported that a patient started to decompensate after intra-aortic balloon pump was removed so decision for impella cp was made. The cp was successfully placed. During support systemic organ failure was reported. The patient was taken to the operating room for open abdomen exploration for concerns of bowel ischemia/necrosis. Bowel appeared healthy but left open and wound vac placed. Additionally, there was an onset of hematuria. The impella was deep so it was repositioned with being pulled back several centimeters. The patient was also given 1 liter of bolus for suction. In addition to 1 unit of red blood cells given for insertion site oozing. Systemic heparin was held. The patient remained in critical condition, ultimately expiring on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction h6. Health effect - impact code. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of bleed was most likely use issue since ptt was high and systemic heparin was paused. Device in wrong position (positioning issue): the cause of the positioning issue was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.